Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the pump battery became hot to touch when plugged into a power source to charge. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not impacted.